Event description:
An (B)(6) training site in the us reported to (B)(6) when using their dx-d 600 system they experienced unexpected movement. The date of the event is not known. After upgrade to otc software to 13.2 or 14.5, when the auto center button is pressed the system moves continuously until end position is reached, it cannot be stopped by releasing the button, as it normally should. This has only been seen at the time of the upgrade and has not been reported by the customer when the system is in clinical use. The affected system has been downgraded to the previous version and is working as intended with this software downgrade. Investigation is underway and a supplemental report will be provided. There has been no reported harm to patient or user during these events.

Manufacturer narrative:
Section g. 4. Date received by manufacturer has been corrected to july 3, 2018. This date was previously reported as july 5, 2018.

Event description:
This supplement report #2 is being submitted to correct the date g. 4. Date received by manufacturer. See h10 for additional information.

Manufacturer narrative:
The root cause has been determined that when introducing the remote-control a modification was implemented in longitudinal/transversal power control pcb to monitor the signals generated in this remote-control. Boards versions before b have this line open, that could generate the described symptom. From revision b this specific channel line in the board is being used to monitor the remote-control. December 4, 2018 agfa has implemented a correction for this issue. All affected consignees received an urgent field safety notification for this issue december 4, 2018. Mandatory service bulletin ID: 66744259 (sb no. 141) was published december 13, 2018. Agfa or its representative will visit each affected site and install the latest revision of the hardware board, which will prevent a movement without user interaction. Any additional reporting for this correction activity will be reported to FDA via 21 cfr 806 reporting via agfa ID - (B)(4). The FDA reference number is recall event ID (B)(4). There has been no reported patient harm for this event.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.